Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type I/ spinal pain. It was reported that there was poor coupling. Patient stated she was sitting for 3.5 hours trying to charge the ins and she was seeing the thermometer on the screen so she had to keep stopping today. Patient stated she often sees the thermometer screen during recharge after she has been charging for an hour or more. Patient stated she had difficult time getting good coupling with the ins during recharge and it took her 25 min just to connect to the ins. Patient mentioned that she used to cover the recharge antenna during charge and pss reviewed best practice to not cover and that it is normal for the insr to shut down if it gets above 101 degrees. No further complications were reported/anticipated.